Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced. Device will not be returned.

Manufacturer narrative:
The reason for reoperation is: rupture. A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device has been explanted and replaced. Device will not be returned.